Event description:
Esophageal stricture dilation performed with mirco tech rapide multistage dilatation balloon catheter size 15-18 mm. When dilatating we got to 18mm the balloon catheter broke/ruptured while in patient, unable to reinflate. Removed intact.